Event description:
The hill-rom field technician reported that the brakes would not hold on this bed. He found that the brake linkage bearings were worn due to the age of the bed. He replaced the bearings, and associated hardware to correct the issue. No adverse events were reported.